Event description:
A report was received that a patient was experiencing pain at the pocket site. The physician explanted the device. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.